Event description:
It was reported that the atrial lead exhibited undersensing. The patient was brought to the operating room for lead repositioning. The lead would not remain in a stable position and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.